Manufacturer narrative:
(B)(4)

Event description:
It was reported that due to health issues unrelated to pump therapy, the patient experienced discomfort around the pump site after losing weight. The pump was subsequently explanted.